Manufacturer narrative:
On 7th of september 2019 getinge became aware of an issue with one of our devices ¿ hled. Spring arm¿s dust cover was missing, safety segment responsible for connection between spring arm and fork was defective due to missing screw and paint chipping occurred. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. The device involved in the event is hled (4000/axcel s double suspension ceiling) with serial number (B)(6) and catalog number ard567501281. Manufacturing date is 19th august, 2010. It was established that when the event occurred, the surgical light did not meet its specification as paint peeling, fault of safety segment and missing dust cover issues occurred. Device which played role in this situation contributed to event. None of the provided information indicates that upon the event occurrence device was being used for patient treatment. Analysis performed by manufacturer¿s subject matter experts established the root cause of paint chipping is most likely combination of incorrect cleaning methodology and impacts during positioning of the headlight. Detachment of dust cover occurred due to collision with another object, what is in line with paint chipping¿s evaluation. The fault of safety segment is most likely caused by an incorrect initial tightening or a lack of inspection during the installation or the maintenance. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is to provide a correction of describe event or problem section this is based on the additional details provided by a service unit. #b5: previous describe event or problem: on 7th of september 2019 getinge became aware of an issue with one of our devices ¿ hled. As stated, covers and sterilizable handle holder were damaged and one screw was missing. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. Manufacturer's reference number (B)(4). Corrected describe event or problem: on 7th of september 2019 getinge became aware of an issue with one of our devices ¿ hled. Spring arm¿s dust cover was missing, safety segment responsible for connection between spring arm and fork was defective due to missing screw and paint chipping occurred. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. Manufacturer's reference number (B)(4).

Event description:
On 7th of september 2019 getinge became aware of an issue with one of our devices ¿ hled. Spring arm¿s dust cover was missing, safety segment responsible for connection between spring arm and fork was defective due to missing screw and paint chipping occurred. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4)are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 7th of september 2019 getinge became aware of an issue with one of our devices ¿ hled. As stated, covers and sterilizable handle holder were damaged and one screw was missing. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.